Event description:
The pt's mother reported that they were on a walk with the pt and that when they turned around and looked at her the pt was white and they realized that the vent was off. She reports that while she was looking at the vent it turned back on and the startup menu came on, the vent beeped, and it started back on battery power again.